Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-2073, awareness date 01-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She stated that she became pregnant in (B)(6) 2015. The pregnancy was horrible as a mom she had to mentally prepare herself for going in for a c-section and coming out with no baby. The whole pregnancy she was told her son would have down syndrome as well as cysts on the brain (child case (B)(6)). She was depressed and contemplated suicide during pregnancy. Essure also took away her sex drive as well as made her unable to lose weight. She stated that's she was glad the depression has gone away now that she has seen her son. Product technical complaint (ptc) investigation result (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 07-jul-2016: consumer reported via social media that she had a healthy baby (baby from essure) (child case (B)(6) deleted). Follow-up information received from the consumer on 12-jul-2016 via social media (upgraded to incident): she stated essure caused her daily pain even after its removal. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. During the pregnancy, she was depressed and contemplated suicide, but she recovered after her son was born. She had healthy baby. Essure inserts were removed.. Only pregnancy is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (ect). In this particular case, no information was given about the ect. However, as pregnancy occurred almost one year after essure insertion; a causal relationship with suspect insert cannot be excluded. Regarding consumer's depression, women have high risk for developing depressive disorders. Several biological processes are thought to be involved in the predisposition of women to depression, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. Essure has a mechanical, local action in fallopian tubes; no hormone is released from the device. Additionally, in this case consumer depression resolved after delivery; even with continuation of essure therapy. Therefore, causality with the suspect insert is considered unlikely. This case is regarded as incident since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2073) on 01-nov-2015. The most recent information was received on 02-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain which essure already causes daily even after removal / pelvic pain"), device dislocation ("device migration/ essure devices were identified in the left tube/ migration of essure ¿ unknown ¿ outside of the tube"), pregnancy with contraceptive device ("pregnant/ pregnancy with complications"), depression suicidal ("depressed and contemplated suicide"), genital haemorrhage ("abnormal bleeding") and congenital choroid plexus cyst ("fetal anomaly-choroid plexus cyst") in a 29-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included c-section (second child was born, breech/no water/low heart rate) in 2012, premature delivery in 2007 and uterine scar. Concurrent conditions included amenorrhoea. Concomitant products included eugynon (levora) from 2013 to 2014 for contraception, haemorrhage nos and pain as well as hydroxyprogesterone, ibuprofen since 2015, medroxyprogesterone acetate (depo-provera) and prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced placenta praevia ("incomplete placenta praevia ¿ antepartum condition"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) unable to move from bed during menses"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and arthralgia ("joint pain/ hip and joint pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge milky discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), loss of libido ("essure also took away my sex drive"), weight loss poor ("unable to lose weight"), myalgia ("muscle pain."), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), procedural pain ("painful post operative recovery") and congenital choroid plexus cyst (seriousness criterion congenital anomaly). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent bilateral salpingectomy to remove the essure) and surgery (on (B)(6) -2015, plaintiff underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, myalgia, abdominal pain, abdominal pain lower, genital haemorrhage, back pain, dyspareunia, alopecia, fatigue, weight fluctuation, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, placenta praevia, vaginal discharge and congenital choroid plexus cyst had not resolved, the pregnancy with contraceptive device, loss of libido and weight loss poor outcome was unknown, the depression suicidal had resolved and the procedural pain was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. 3685g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, congenital choroid plexus cyst, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menorrhagia, myalgia, pelvic pain, placenta praevia, pregnancy with contraceptive device, procedural pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight loss poor to be related to essure. The reporter commented: the plaintiff's experienced pregnancy episode with essure captured under the case (B)(4) and child related information captured under the case (B)(4). As per medical record, patient was complicated by inability to place essure on right side, no complaints, right tube was obstructed at surgery. Patient had repeat low transverse cesarean section on (B)(6) 2015, child was born with cyst on top of his brain (choroid plexus cysts) and considered overdeveloped with heart murmur. Patient had only one coil removed during salpingectomy on (B)(6) 2015 with revision of c/s scar and removal of right groin keloid scar, left fallopian tube was identified, tube was excised. No essure coil remnant visualized. This was repeated on right side, although essure coil had not been placed on right. Diagnostic results: on (B)(6) 2015, patient learned that she was pregnant. On (B)(6) 2015, bedside sonogram performed, there was a single iup with cardiac motion and cardiac activity noted, ega 6 weeks. On (B)(6) 2015, edd revised to 10/17 on ultrasound done at 11 weeks gestation. On (B)(6) 2015, tissue exam: final diagnosis: fallopian tubes, right and left, bilateral partial salpingectomies: - unremarkable fallopian tubal segments with benign right paratubal cyst - full cross sectional lumina identified skin, right groin, excision: - keloid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, placenta praevia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number:FDA-2014-n-0736-2073) on 01-nov-2015. The most recent information was received on 25-sep-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain which essure already causes daily even after removal / pelvic pain"), device dislocation ("device migration/ essure devices were identified in the left tube."), pregnancy with contraceptive device ("pregnant"), depression suicidal ("depressed and contemplated suicide") and genital haemorrhage ("abnormal bleeding") in a female patient (para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), loss of libido ("essure also took away my sex drive"), weight loss poor ("unable to lose weight"), myalgia ("muscle pain."), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), arthralgia ("joint pain") and procedural pain ("painful post operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) -2015, plaintiff underwent bilateral salpingectomy to remove the essure) . Essure treatment was not changed. At the time of the report, the pelvic pain, device dislocation, myalgia, abdominal pain, abdominal pain lower, genital haemorrhage, back pain, dyspareunia, alopecia, fatigue, weight fluctuation and arthralgia had not resolved, the pregnancy with contraceptive device, loss of libido and weight loss poor outcome was unknown, the depression suicidal had resolved and the procedural pain was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression suicidal, device dislocation, dyspareunia, fatigue, genital haemorrhage, loss of libido, myalgia, pelvic pain, pregnancy with contraceptive device, procedural pain, weight fluctuation and weight loss poor to be related to essure. The reporter commented: patient continues experiencing the symptoms and was currently investigating her options to undergo additional procedure to locate and remove the essure devices. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2017: fup/ summons: abdominal and cramping, abnormal bleeding, severe back pain, pain during intercourse, hair loss, fatigue, weight fluctuation, device migration and joint and muscle pain added. Event pelvic pain and no essure devices were identified in the left tube was clubbed with previously reported event. Product start date updated. Case classification update to potential legal case. On 12-oct-2017: coding request done, processsed with follow-up number 5 (dated 25-sep-2017). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2073) on 01-nov-2015. The most recent information was received on 02-mar-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain which essure already causes daily even after removal / pelvic pain"), device dislocation ("device migration/ essure devices were identified in the left tube/ migration of essure ¿ unknown ¿ outside of the tube"), pregnancy with contraceptive device ("pregnant/ pregnancy with complications"), depression suicidal ("depressed and contemplated suicide"), genital haemorrhage ("abnormal bleeding") and congenital choroid plexus cyst ("fetal anomaly-choroid plexus cyst") in a 29-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included c-section (second child was born, breech/no water/low heart rate) in 2012, premature delivery in 2007 and uterine scar. Concurrent conditions included amenorrhoea. Concomitant products included eugynon (levora) from 2013 to 2014 for contraception, haemorrhage nos and pain as well as hydroxyprogesterone, ibuprofen since 2015, medroxyprogesterone acetate (depo-provera) and prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced placenta praevia ("incomplete placenta praevia ¿ antepartum condition"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) unable to move from bed during menses"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and arthralgia ("joint pain/ hip and joint pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge milky discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), loss of libido ("essure also took away my sex drive"), weight loss poor ("unable to lose weight"), myalgia ("muscle pain."), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuation"), procedural pain ("painful post operative recovery") and congenital choroid plexus cyst (seriousness criterion congenital anomaly). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent bilateral salpingectomy to remove the essure) and surgery (on (B)(6) 2015, plaintiff underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, myalgia, abdominal pain, abdominal pain lower, genital haemorrhage, back pain, dyspareunia, alopecia, fatigue, weight fluctuation, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, placenta praevia, vaginal discharge and congenital choroid plexus cyst had not resolved, the pregnancy with contraceptive device, loss of libido and weight loss poor outcome was unknown, the depression suicidal had resolved and the procedural pain was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. 3685g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, congenital choroid plexus cyst, depression suicidal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menorrhagia, myalgia, pelvic pain, placenta praevia, pregnancy with contraceptive device, procedural pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight loss poor to be related to essure. The reporter commented: the plaintiff's experienced pregnancy episode with essure captured under the case (B)(4) and child related information captured under the case (B)(4). As per medical record, patient was complicated by inability to place essure on right side, no complaints, right tube was obstructed at surgery. Patient had repeat low transverse cesarean section on (B)(6) 2015, child was born with cyst on top of his brain (choroid plexus cysts) and considered overdeveloped with heart murmur. Patient had only one coil removed during salpingectomy on (B)(6) 2015 with revision of c/s scar and removal of right groin keloid scar, left fallopian tube was identified, tube was excised. No essure coil remnant visualized. This was repeated on right side, although essure coil had not been placed on right. Diagnostic results: on (B)(6) 2015, patient learned that she was pregnant. On (B)(6) 2015, bedside sonogram performed, there was a single iup with cardiac motion and cardiac activity noted, ega 6 weeks. On (B)(6) 2015, edd revised to 10/17 on ultrasound done at 11 weeks gestation. On (B)(6) 2015, tissue exam: final diagnosis: fallopian tubes, right and left, bilateral partial salpingectomies: unremarkable fallopian tubal segments with benign right paratubal cyst, full cross sectional lumina identified, skin, right groin, excision: keloid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, placenta praevia, back pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2014. Essure removal date (B)(6) 2015 was added. Events dyspareunia (painful sexual intercourse), migration of essure ¿ unknown ¿ outside of the tube, pregnancy with complications, hip and joint pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, placenta praevia, vaginal discharge, device monitoring procedure not performed were newly added. Pregnancy outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.